Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of the bd ultrasafe" plus x100l malfunctioned. The time of use was not specified. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: unconfirmed, based on available evidence. No samples were provided. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer and cannot correlate this symptom with a potential cause linked to bd process. The batch was produced by bd supplier. Batch release documents were checked and no abnormalities were observed. The batch was released on the applicable specification. A full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out.